Event description:
This senior medical surveillance specialist spoke with the patient/layperson on 3/02/09 regarding his allegation of inaccurate erratic results with his one touch ultralink meter. All results were in the correct unit of measure, mg/dl. The patient reported the following to this specialist. Because the patient missed his lunch-time bolus of insulin in 2009, he bolused at 3 pm according to the amount of carbohydrates he had consumed at noon. He did not test; hence the amount was not based on a meter result. At 5 or 5:30 pm, the patient passed out. Although his wife did not test, she injected glucose with a glucose pen. When it did not take affect, she called emt who arrived and tested at 6pm, result "less than 20." Emt placed the patient on IV glucose and oxygen. Since the patient apparently was "not talking to acting right", emt took him to the ER. On the way, the patient began talking and shut off his insulin pump. While still in the ER, the patient tested on his meter: 9:04pm, 291; 10:52pm, 69; 11:20pm, 'hi' (greater than 600 mg/dl). Doubting the hi, the patient punctured another finger and retested, result 90 at 11:21. The patient neither took action in the ER due to the results nor shared them with the ER staff. Although ER obtained "around 200" on the ER meter, the exact time was not recalled. Reportedly, the patient is a brittle diabetic and at least once a month experiences low blood glucose. "It is all matter of fact to me", he stated. Because the patient neither tested nor based insulin on his meter before becoming hypoglycemic, there is no evidence, the product contributed to serious injury. Since the result of hi and 90 were more than the expected variance of less than or equal to 20% (the patient's concern), the complaint is reported. Customer service replaced the meter and strips the next day, when he called around 1 or 2 a.m et after returning home from ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.